Event description:
It was reported by the customer that pyxis medstation es system reported drawer failure. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the drawer failure. A field service engineer manually released the excess medications, resulting in a reduction of the count for the customer, who also confirmed that the issue had been resolved. The system functioned as intended after the field service engineer troubleshooted the device.